Event description:
It was reported that during a da vinci hysterectomy procedure, while the surgeon was closing the patient's cervical cuff, after removal of a large, fibrotic uterus, the cable on the mega suturecut needle driver instrument snapped and fell into the patient. The surgeon was able to retrieve the cable fragment laparoscopically. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
On (B)(4) 2014, intuitive surgical inc. (Isi) contacted (B)(6) at the hospital to obtain additional information regarding the reported event. She indicated that the cable fragment was retrieved laparoscopically. The purchasing agent denied that an x-ray was performed as a result of the reported event. She also denied that the patient experienced any intra-operative or post-operative complications because of the reported issue. According to the purchasing agent, the instrument was visually inspected prior to use, and the instrument had been in use only minutes before the cable snapped. She denied any instrument collision. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The distal idler pulley did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.